Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occured on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "luer lock cone" of an extension set was broken at the end of the line. This was observed before use in peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.